Event description:
It was reported the patient presented in clinic. Upon interrogation, it was observed the patient's right ventricular lead was oversensing post sensed t-waves, which lead to an inappropriate shock and inappropriate anti-tachycardia pacing. The lead also had a high capture threshold. The lead was capped and replaced on (B)(6) 2021 without issue. The patient was stable throughout.